Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and when inflated at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The hypotube had numerous kinks. Microscopic examination revealed a tear in the balloon 2mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and when inflated at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.